Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarm was not confirmed. There was no log file submitted for review. The customer stated that the patient had a system controller exchange due to backup battery fault. The hm3 system controller was not returned for analysis. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Event date is unknown. It was reported on (B)(6) 2020 that the patient had his 4th controller exchange due to backup battery fault on (B)(6) 2020. Patient history showed that there was a controller and modular cable exchange due to backup battery fault on (B)(6) 2019, and a controller exchange due to backup battery fault on (B)(6) 2019 where the vad coordinator stated "this is 3rd time. Past 2 occurrences only the backup battery was exchanged". This left an ambiguity in how the backup battery faults were reported, as it was not exactly clear when the controller exchanges took place. Since there was an inconsistent timeline, gfes were sent to the contact to clarify the event dates of the controller/battery exchanges but no response was given. The final gfe inquiry was sent on (B)(6) 2020. It was decided to conservatively assume the backup battery faults resulted in controller exchanges. Manufacturer report #2916596-2020-01646 of the (B)(6) 2020 event was submitted to report that there were 4 controller exchanges. This record was split from that event and has a placeholder date of 01mar2019 to capture the controller exchange of unknown date that was already implied in MFR#2916596-2020-01646. Manufacturer report #2916596-2020-03798 is not reporting new information.¿ no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient had a controller exchange due to backup battery fault at an unknown date.